Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in a hospitalization; cause of dka was not provided. A blood glucose level was not provided. There was no further information regarding the event.